Manufacturer narrative:
A product was not returned for analysis. Complaint history and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. The manufacturer internal reference number is: (B)(4).

Event description:
A nonhealth care professional reported that after the intraocular lens (iol) implantation surgery, the patient was unable to tolerate visual disturbances and halos. Hence the lens was explanted and replaced with another lens in a secondary procedure. The clinical reason for explant was intolerance to halos.

Manufacturer narrative:
The manufacturer internal reference number is: (B)(4).

Event description:
Additional information was received stating that the diagnosis of the harm was visual disturbances and halos. The patient's condition resolved and the surgeon's prognosis was excellent.